Event description:
It was reported that the patient complained of dizziness and palpitations. Loss of capture was noted on the atrial lead. Capture threshold was 1.5v at 0.46 and the device was programmed to 1.5v at .4ms. The output on the device was reprogrammed for appropriate capture and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: addr01, implantable pulse generator, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.